Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient and healthcare professional reported right side deflation. Device remains implanted.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device.

Event description:
Device has been explanted.